Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, ventricular noise oversensing causing pacing inhibition was observed on the recorded episodes and on sensing tests performed during the follow-up on (B)(6) 2017. The noise could not be reproduced when the patient moved the arm. Ventricular lead impedance and pacing threshold measurements did not show any anomaly. On (B)(6) 2017, no oversensing was observed during the sensing test. Nevertheless, a pacemaker replacement procedure was performed. No blood infiltration was observed, leads were found properly connected. The ventricular lead was tested with a pacing system analyzer and measurements were normal. No visual damage was identified by direct observation or under fluoroscopy: no damage to the insulation, no fracture or stretch of the conductors. A new vvi pacing system was implanted in the opposite side of the chest. The previous atrial and ventricular leads were capped and abandoned inside the body. The explanted pacemaker will be returned for analysis. Preliminary analysis showed that recorded episodes exhibited non-physiological signals, typical of a lead issue or a lead-pacemaker connection issue at ventricular level.

Event description:
Reportedly, ventricular noise oversensing causing pacing inhibition was observed on the recorded episodes and on sensing tests performed during the follow-up on (B)(6) 2017. The noise could not be reproduced when the patient moved the arm. Ventricular lead impedance and pacing threshold measurements did not show any anomaly. On (B)(6) 2017, no oversensing was observed during the sensing test. Nevertheless, a pacemaker replacement procedure was performed. No blood infiltration was observed, leads were found properly connected. The ventricular lead was tested with a pacing system analyzer and measurements were normal. No visual damage was identified by direct observation or under fluoroscopy: no damage to the insulation, no fracture or stretch of the conductors. A new vvi pacing system was implanted in the opposite side of the chest. The previous atrial and ventricular leads were capped and abandoned inside the body. The explanted pacemaker will be returned for analysis. Preliminary analysis showed that recorded episodes exhibited non-physiological signals, typical of a lead issue or a lead-pacemaker connection issue at ventricular level.